Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 200 mg/dl on their blood glucose meter, although, the consumer reported he was experiencing low blood glucose symptoms, which did not require medical intervention. The consumer immediately performed another test using the very same meter, and strips getting a result of 64 mg/dl, which the consumer felt was more the way he was feeling. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.